Manufacturer narrative:
Upon inspection, baxter technician ran a function test on vc p500 nsc air rental frame. The baxter technician thoroughly inspected the vc bed and was unable to duplicate the reported issue. The vc bed functioned as designed. However, if the reported event of a power cord with copper wires exposed were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding, around the plug blades. Any signs of cracking., loose fit of the plug blade (the plug blade moves in the molding), verify that the strain relief p-clip is present. Replace the power cord, if damaged. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jan 27, 2026 . It is unknown if the facility performed any other preventative maintenance on this bed.

Event description:
Baxter received a report that vc p500 nsc air rental frame had power cord damaged with copper exposed wires. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.